Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for routine follow up, the device was unable to be interrogated through radiofrequency telemetry. The device could be interrogated normally through wand telemetry. The device will be monitored.